Event description:
The neurosurgeon was advancing a 2-piece catheter in the intrathecal space following successful entry with the introducer needle and csf backflow. However, she experienced some resistance when the tip was almost at the correct position, so then removed the catheter. The end of the catheter was quite severely bent, so another catheter was opened and used with no problems. The pt outcome was reported as "normal."

Manufacturer narrative:
(B)(4).